Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tip section of the device was visually and microscopically examined, and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon pinhole located approximately 3mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination identified no issues with the shaft of the device that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon burst and lacerated the vein. The 80% stenosed target lesion was located in the moderately tortuous radial cephalic fistula. A 7.00 mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon burst at 8atm upon third inflation. The balloon needs to be taken out from the patient's body but it was not fully collapsed. Subsequently, the balloon lacerated the cephalic vein and the non-bsc sheath. The patient was then sutured and the procedure was copleted with a different device. No further complications were reported and the patient is fine.

Event description:
It was reported that the balloon burst and lacerated the vein. The 80% stenosed target lesion was located in the moderately tortuous radial cephalic fistula. A 7.00 mm /2.0 cm /90 cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon burst at 8atm upon third inflation. The balloon needs to be taken out from the patient's body but it was not fully collapsed. Subsequently, the balloon lacerated the cephalic vein and the non-bsc sheath. The patient was then sutured and the procedure was completed with a different device. No further complications were reported and the patient is fine.